Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the bilateral sphenopalatine artery (spa) through bilateral external carotid artery (eca) using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra long sheath (6fr), a copilot hemostatic valve, and a guidewire. The physician noticed under fluoroscopy that the benchmark fractured within the sheath. It was reported all access was removed including the benchmark from the patient requiring re-puncture to restart the procedure. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.